Event description:
Dell'osso, b., porta, m., servello, d., altamura, a. C. Deep brain stimulation device removal after scar picking behaviors in a patient with treatment-resistant obsessive compulsive disorder. Brain stimulation. 2013;6(1):96-98. 10.1016/j.brs.2012.01.007. Summary: a (B)(6) unemployed woman, followed up at our university department of psychiatry with a diagnosis of ocd (dsm-IV-tr) and a duration of illness of 30 years, was referred to the neurosurgery clinic for being assessed as dbs candidate. After failed first and second line treatments, the patient was qualified for dbs implantation. Reported event: a (B)(6) woman experienced a re-emergence of local inflammation at the implantable neurostimulator (ins) site four weeks after reimplant. The ins was explanted. The patient reported increased skin picking behavior at the ins and head scars which required explant of the leads as well. The skin picking behavior gradually decreased within six months of explant. The author indicated the scar picking behavior was not due to stimulation but to postoperative hardware related infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID 3391, serial# unknown. Product type: lead. (B)(4).